Event description:
The physician was treating a left mca stroke. Access was with a neuron max that had a flow control switch (floswitch hp #44-201 boston scientific) and then an rhv attached. The physician advanced the 4max catheter through the rhv and floswitch about 20-30cm and met resistance. The 4max catheter and floswitch were removed and a new 4max catheter was used through the rhv without the floswitch and again the catheter met resistance this time about 40 cm into the neuron max but not as much as before and the physician was able to advance it to the occlusion. During advancement, the catheter jumped but navigated satisfactorily and the occlusion was treated. A 3max catheter was then used and advanced successfully and aspiration of the remaining clot was attempted but could not be removed. It was then observed that there was a proximal dissection of the ica and a stent was used to treat the dissection and the procedure was completed. The physician felt that the 4max catheter was related to the dissection. The patient is progressing satisfactorily to the best of my understanding and it is unsure as to whether the event contributed negatively in the patient's outcome. This MDR is associated with mdr3005168196-2012-00332.

Manufacturer narrative:
Device investigation: there are several minor kinks in the proximal shaft between 13 and 18 cm from the hub shaft joint. A 0.041" mandrel was introduced into the hub and advanced distally. The tip moved smoothly with minor resistance as the tip passed the proximal kinks. The mandrel then passed easily through and out of the distal tip of the catheter. The catheter is damaged but functional. The complaint mentions difficulty introducing the 4max catheter into a neuron max, a penumbra product, and a flow switch, another manufacturer's product. None of the properties of the returned 4 max catheter appear to restrict the use of the catheter in this situation. The other devices mentioned were not returned for evaluation and therefore their contribution to the problem cannot be determined. However, if the flowswitch or rhv were tightened down too tight, this could cause restriction of the 4max catheter and therefore difficulty and introducing and advancing the device. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.